Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient was having an extremely hard time charging. Their device had gone dead and their symptoms had returned. The recharger would connect and then immediately disconnect from charging. The manufacturer rep helped them charge and find the "sweet spot" with the patient not moving at all and the charging stopped. The cause was not known and the issue is ongoing. The patient was being referred for replacement with a non-recharging battery. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient was having an extremely hard time charging. Their device had gone dead and their symptoms had returned. The recharger would connect and then immediately disconnect from charging. The manufacturer rep helped them charge and find the "sweet spot" with the patient not moving at all and the charging stopped. The cause was not known and the issue is ongoing. The patient was being referred for replacement with a non-recharging battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.